Manufacturer narrative:
The field service engineer could not determine a cause. The fluidics and mechanisms were inspected. The gear pump pressure and water pressure were good. Rinse levels were good. All calibration and controls were within range. Precision studies were performed and were within specifications. The last calibration performed on 24-jun-2021 was ok and there were no alarms. Quality controls were outside of range low on 24-jun-2021, but recovered back within range after re-calibration. Controls were within range both before and after the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with vanc2 vancomycin on a cobas 6000 c (501) module. The sample initially resulted in a vancomycin result of < 4.0 ug/ml accompanied by a data flag and this value was reported outside of the laboratory. The result was questioned, so the sample was repeated, resulting in a value of 19.6 ug/ml. The repeat result was believed to be correct and an amended report was issued. The vancomycin reagent lot number was 511850. The expiration date was requested, but not provided.